Event description:
Device 2 of 2: reference MFR report: 1627487-2017-01425. Additional information received identified the patient underwent surgical intervention to address the issue. Intraoperative testing showed high impedance readings on all contacts for one lead. The one lead was replaced with a new one which resolved the issue. It is unknown which lead was replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01425. It was reported the patient lost stimulation due to possible lead fracture. Surgical intervention may be pending to address the issue.